Manufacturer narrative:
Based on the available information, it is not known what role, if any, the lava ultimate restoration played in this reported event. Other factors, such as prior tooth history, may have contributed to the need for the root canal.

Event description:
On (B)(6) 2016, a dental professional reported that a (B)(6) year-old male patient required root canal therapy on tooth #30. A lava ultimate cad/cam restorative for e4d crown was seated on this tooth on (B)(6) 2014, because a prior crown had failed and recurrent decay occurred beneath it. The lava ultimate crown debonded on (B)(6) 2015 and (B)(6) 2016. An abscess formed and on (B)(6) 2016, a root canal was performed.